Event description:
It was reported by the plaintiff's attorney that on or about 2006 the plaintiff was implanted with a "pelvic mesh" to treat her pop (pelvic organ prolapse) and sui (stress urinary incontinence)". It was alleged that the plaintiff has "experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone and will undergo corrective surgery or surgeries", and that the plaintiff has had other injuries.

Manufacturer narrative:
The device implanted in this pt was not specified. Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.